Event description:
Contact reported that surgeon informed him that a pt implanted with viper spinal hardware experienced post-op construct loosening. Pt is reported to be obese and have suffered a fall sometime after surgery. As this could result in the need for surgical intervention, an MDR is filed to document this event.

Manufacturer narrative:
Nothing was returned for eval. Pt was reported to be obese and also to have fallen some time after surgery. Pt weight as well as post-op trauma may have contributed to this adverse outcome. A definitive cause of the event cannot be determined at this time. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. It also lists pt weight as a consideration in the pt selection criteria, as obese patients can produce greater load on the implants.